Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon asked for the specific device due to the duct being very large. Placed two clips on duct with the device and both formed very well. They went to place the third clip and a partially formed clip was deployed, i.e. The clip only closed ¼ of the way. The device was removed from the patient and was fired on the scrub table. Another 3 malformed clips were fired. Another like device was used to complete the procedure. There was a delay of three minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4:). Additional information: the analysis results found that the er420 instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining clips were ejected; finally the instrument locked out as intended.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.